Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500167643) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed. This serves as a correction report. A follow up #1 and correction follow up #2 MDR was previously submitted in error under MFR report #2954323-2017-00349 follow-up #1 and follow #2. The information submitted in MFR report #2954323-2017-00349 follow-up #1 and #2 was related to the issue reported under MFR report #2954323-2016-05958. Date received from manufacturer was incorrectly documented in the MDR follow up #1 report. The correct date is january 10, 2017.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Results of 384 mg/dl, 460 mg/dl, 254 mg/dl, 300 mg/dl, 80 mgd/dl and 501mg/dl were plotted on the parkes error grid. The results fell into the ''c'' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Results of 384 mg/dl, 460 mg/dl, 254 mg/dl, 300 mg/dl, 80 mgd/dl and 501mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.